Event description:
Event description: cpi received information that prior to use this implantable cardioverter defibrillator (ICD) displayed a fault code and a message indicating a possible device malfunctiion had occurred.